Event description:
It was reported that the patient presented with recurring incontinence. The artificial urinary sphincter (aus) was then explanted due to device failure. A new aus device was implanted.